Manufacturer narrative:
The event occurred in (B)(6). Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located so no investigation could be performed. Device lost in transit.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The reporter stated the patient received the following results on the inform ii system within 10 minutes: 5.6 mmol/l and "less than 0.6 mmol/l". No adverse event reported. Return of the suspect device was requested for evaluation.